Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported the patient has "suffered for years" with "faulty equipment". Patient also reports "pain and suffering". The device and adaptors were removed. No patient complications have been reported as a result of the devices.